Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had experienced a high blood glucose this morning. Customer's blood glucose was around 17.0 mmol/l. Customer inserted a new infusion set this morning and she did a correction. Customer stated that she checked her blood glucose after an hour and it was still reading high. Customer decided to remove the infusion set and do a complete set/reservoir change. Customer stated that everything is working fine with the new set. Customer stated that she wasted 2 reservoirs and wanted a replacement the wasted sets.